Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the patient has been stable at 37c for shift and suddenly the patient temperature dropped to 34.5c in an arctic sun device. They moved the foley probe to the bedside to verify this temperature and confirmed it was accurate. They had stopped the therapy. The device was new to them, and they have not had education on how to safely use it. Guided to event log and noted alarm 14 (probe out of range), alarm 15 (unable to obtain stable patient output) and alert 50 (patient temperature one erratic). Had reconnect probe and flex cable and patient temperature stayed stable on the screen. They would obtain another cable from a different device and resume therapy then. Contact the charge nurse to get the cable back for investigation.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a temp cable failure. They moved the foley probe to the bedside to verify this temperature and confirmed it was accurate. They had stopped the therapy. The device was new to them, and they have not had education on how to safely use it. Guided to event log and noted alarm 14 (probe out of range), alarm 15 (unable to obtain stable patient output) and alert 50 (patient temperature one erratic). Had reconnect probe and flex cable and patient temperature stayed stable on the screen. They would obtain another cable from a different device and resume therapy then. Contact the charge nurse to get the cable back for investigation. Per follow up information received via task on 23apr2025, charge nurse confirmed a biomed had come to the floor with a new cable. Once exchanged, therapy continued. The patient's temperature was lower than the old cable was showing, and the water temperature had risen to complete treatment. The biomed had elected to dispose of the cable. A DHR review is not required as the serial number is unknown. The instructions-for-use are found to be adequate. Correction: d, e, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the patient has been stable at 37c for shift and suddenly the patient temperature dropped to 34.5c in an arctic sun device. They moved the foley probe to the bedside to verify this temperature and confirmed it was accurate. They had stopped the therapy. The device was new to them, and they have not had education on how to safely use it. Guided to event log and noted alarm 14 (probe out of range), alarm 15 (unable to obtain stable patient output) and alert 50 (patient temperature one erratic). Had reconnect probe and flex cable and patient temperature stayed stable on the screen. They would obtain another cable from a different device and resume therapy then. Contact the charge nurse to get the cable back for investigation. Per follow up information received via task on 23apr2025, charge nurse confirmed a biomed had come to the floor with a new cable. Once exchanged, therapy continued. The patient's temperature was lower than the old cable was showing, and the water temperature had risen to complete treatment. The biomed had elected to dispose of the cable.